Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil is embedded in the proximal fallopian tube'), pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis, mucosal inflammation and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery ((B)(6) 2018, laparoscopic salpingectomy (bilateral)/vaginal removal of eroded sling.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, autoimmune disorder, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she received treatment for pain: dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: medical record received event "essure coil is embedded in the proximal fallopian tube" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery ((B)(6) 2018, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she received treatment for pain: dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2019: new pfs received- case was upgraded to incident. Event ¿ injury¿ replaced with new events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), autoimmune disease, vaginal discharge, hair loss. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.